Event description:
It was reported that the customer visited the emergency room due to high blood glucose of 540 mg/dl. The customer stated that they thought it was caused either by bad insertion site, bad insulin, or bad infusion set, since they changed everything and it helped to bring down the blood glucose. The customer also stated that they had problems with their sensor. On the day of the emergency room the sensor reading was off by 50 point. The night prior to the phone call the sensor glucose showed 40mg/dl to 45mg/dl but their actual blood glucose was above 90mg/dl. The sensor finally shut down and alarmed that it needs to be changed. The day of the phone call the sensor glucose read 356 mg/dl but the actual blood glucose was 289 mg/dl after they ate. The customer calibrated 2-3 times per day before mealtimes. The customer also stated that they have been a little more aggressive with the daytime basal rates, which helps their blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.